Manufacturer narrative:
Covidien reference number: (B)(4). Technical support engineer troubleshot this issue with the customer over the phone. The customer reported to have not duplicate the alleged malfunction. He will replace the pressure solenoid (psol) and graphical user interface (gui) audio assembly.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable and the graphical audio test failed. There was no patient connected to the device.